Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device showed electrocautery marks on the case. The interrogated battery status was elective replacement time (ert) and the exact date can¿t be determined due to device resets. The device passed longevity calculations and automated electrical testing. The system reset was induced when electrocautery was applied to the case.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker underwent total reset during explant. Additional information received indicated possible direct application of cautery to the device. This device was explanted. No adverse patient effects were reported.